Manufacturer narrative:
Additional information was received that the lot number of the device is 13611628. Therefore, the device expiration and manufacture dates are now known. The expiration date is july 18, 2012 and the manufacture date is july 22, 2010.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an alliance inflation syringe and two maxforce biliary dilatation balloons were used during an esophagogastroduodenoscopy (egd) procedure performed on a male patient (exact age and weight are unknown). According to the complainant, during the procedure, when the physician attempted to inflate the first balloon in the esophagus, the pressure gauge of the syringe indicated maximum pressure, however the balloon would not fully inflate. The physician then attempted to inflate the second balloon using the same alliance syringe, and the issue occurred again; the pressure gauge of the syringe indicated maximum pressure, however the balloon would not fully inflate. It was unable to be confirmed whether the gauge of the syringe was reading accurately, or if the event was due to a defect of the balloon, therefore this event has been deemed reportable. The procedure was completed with a rigid dilator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age and weight are unknown. It was reported that the patient is in his seventies. The exact event date is unknown. It was reported the event occurred about two weeks prior to (B)(6) 2010. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that an alliance inflation syringe and two maxforce biliary dilatation balloons were used during an esophagogastroduodenoscopy (egd) procedure performed on a male patient (exact age and weight are unknown). According to the complainant, during the procedure, when the physician attempted to inflate the first balloon in the esophagus, the pressure gauge of the syringe indicated maximum pressure, however the balloon would not fully inflate. The physician then attempted to inflate the second balloon using the same alliance syringe, and the issue occurred again; the pressure gauge of the syringe indicated maximum pressure, however the balloon would not fully inflate. It was unable to be confirmed whether the gauge of the syringe was reading accurately, or if the event was due to a defect of the balloon, therefore this event has been deemed reportable. The procedure was completed with a rigid dilator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.